Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (does not communicate with monitor) has been confirmed. As received, the belt failed incoming testing. Upon investigation, there was an intermittent open along the yellow (pgnd) wire inside the trunk cable. The cause of the test failure is the intermittent open wire. The root cause for the intermittent open wire was excessive force on the cable. No adverse event resulted from the intermittent open wire.

Event description:
A us distributor returned electrode belt sn (B)(4) and reported that the electrode belt was unable to communicate with the monitor.